Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red and itchy, skin irritation under the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patient followed up with her physician who prescribed, epipevisone® salve. The patient also followed up with a dermatologist who prescribed a salve with corticoid and antibiotic (seboxol). Follow up indicated that the patient followed the physician's recommendations and the skin irritation has improved.